Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during manual prime. The customer's blood glucose level was 20 mmol/l at the time of the call. The customer stated that the driver makes a strange noise and sometimes stops during priming. The customer would have to press the act button twice to make to continue priming. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarms noted. The insulin pump passed prime/a33, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No cosmetic damage noted.